Manufacturer narrative:
(B)(4). The results of this investigation confirmed the amplatzer septal occluder met all functional and dimensional specifications when analyzed at abbott. A review of the device history record confirmed the occluder met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause for the reported event remains unknown.

Event description:
A 36 mm amplatzer¿ septal occluder (aso) and a 12f amplatzer¿ torqvue¿ 45°delivery system (dtv45) were selected for use. The aso was unable to be deployed as intended in the patient's atrial septal defect (asd). In order to avoid thrombus formation on the occluder, both the aso and a delivery sheath of the dtv45 were removed as a unit from the patient. Then the loader was detached from the delivery sheath hub. The aso was immersed in saline and attempted to be retracted into the loader outside of the patient. However, as the left atrial disc of the aso was unable to be pulled into the loader due to severe resistance, the delivery wire was forcibly pulled back. Although the entire aso was eventually managed to be retracted into the loader, it was decided to discontinue use. Per report, since the aso was deployed from and retracted into the dtv45 several times, the nitinol wire might have easily deformed due to fatigue of metal. Subsequently, a smaller size 34 mm aso was used. The 12f dtv45 was also replaced with a new one (lot unknown). The second aso was delivered through the delivery sheath of the second dtv45 but satisfactory deployment could not be obtained at the patient's defect since it did not fully cover the defect. The second aso was replaced with another 36 mm aso. The third aso was attempted to be deployed using the delivery sheath of the second dtv45 but it also was not adequately deployed in the patient's defect since it did not fully cover the defect. Therefore, the procedure was aborted. Per report, although procedure time was reported to have been prolonged, there were no patient adverse consequences. There were no concerns/complaints regarding the second and third asos.